Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy of the cecum with terminal ileum, while doing ileum resection, the first firing stopped halfway and could not be resumed. A new cartridge was used and four cartridges were used without problems. There was no patient injury.